Event description:
It was reported that they were unable to adjust stimulation. The patient¿s therapy had stopped the night prior to the date of this report. No intervention or outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 37602, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID 3387s-40, lot# v014497, implanted: (B)(6) 2007, product type: lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID 64001, lot# n424167, implanted: (B)(6) 2014, product type: adapter. Product ID 3387s-40, lot# v014889, implanted: (B)(6) 2007, product type: lead. Product ID 37651, serial# (B)(4),, product type: recharger. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID 37754, serial# (B)(4), product type: recharger. (B)(4).